Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of leakage was confirmed. Upon inspection and testing, it was observed that the distal end rubber coating (a-rubber) of the bending section was broken with metal protruding. There is leakage from the bending cover. Other observations for the device are that angulation is insufficient. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of leakage issue occurring during reprocessing. There is no patient involvement. The intended gastroscopy procedure was completed with another similar device without any delay. Upon evaluation of the returned device, it was observed that the distal end rubber coating (a-rubber) of the bending section was broken with metal protruding. This medwatch is being submitted for the reportable issue of metal protruding from the a-rubber as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely excessive force was applied to the bending part, and the bending pipe was damaged. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. It is not known how the metal came to be protruding from the distal end rubber coating (a-rubber). The device was not dropped, nor did the device experience some other trauma. Detergent/chemical agent used to clean the device during reprocessing is enzyme solution. Brushes used to clean the device during reprocessing is bw-400b following the standard usage.